Event description:
It was reported that while using one bd vacutainer® push button blood collection set, the rubber sheath on the non-patient needle did not recover after removing tubes causing blood to leak inside the holder, onto the tubes and the floor. Blood also leaked when tubes are being switched, not twisting properly into the holder and the issues has caused blood to splash on an employee while switching tubes. No other patient or user impact reported.

Manufacturer narrative:
Investigation summary: bd received four photos for investigation. One of the customer photos displays the device packaging. Two photos depict tubes with blood on the cap and stopper, while the remaining photo shows a device with the sleeve not fully recovered over the np cannula, accompanied by leakage in the holder of the device. Additionally, 30 retained samples underwent functional tests, utilizing 10 tubes per needle to assess functionality. Out of these, three samples failed the tests due to observed sleeve leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve side piercing. Bd determined that the root cause of the indicated failure mode was attributed to out-of-specification lube weight reading on the finger grip luer (fgl) sub-assembly batch used in the finished good. A quality inspector trainee and trainer failed to identify the out-of-specification result and did not place the product on hold. As a corrective action, coaching sessions were conducted with the trainer and trainee including a review of the data from this inspection lot. Additionally, inspections now include a visual flag for out-of-specification results and generation of a quality hold on any inspection that contains an out-of-specification result. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® push button blood collection set, the rubber sheath on the non-patient needle did not recover after removing tubes causing blood to leak inside the holder, onto the tubes and the floor. Blood also leaked when tubes are being switched, not twisting properly into the holder and the issues has caused blood to splash on an employee while switching tubes. No other patient or user impact reported.